Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 01:28:59. During night drain cycle four, the patient's ultrafiltration reading was 1571ml, indicating the home patient (hp) drained 1571ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(6). (B)(4) evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1571 ml during therapy initiated on (B)(6) 2011 at 01:28, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated (B)(6) 2011 at 01:28. The last cycle (5) was aborted. Therefore, the uf from drain 5/5 gets lumped together with the uf from the previous cycle, (1185 ml + 379 ml = 1564 ml). Review of the event log revealed the user's actual drain volume during cycle 5 was 3184 ml. The actual drain volume of 3184 ml is 159% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.